Event description:
The following description of the event and the condition of the pt was copied from the user facility medwatch report received by carefusion from the FDA on 01/03/2013. "The respiratory therapist was standing in front of a high-frequency oscillatory ventilator. She had noticed that there was a change in delta-p and mean airway pressure was fluctuating by 10. Behind the therapist were 7 staff members using iphones. When asked to move away from the vent, the delta-o stopped fluctuating. MFR response for 3100a high frequency oscillator, (brand not provide) (per site reporter): known issue documented in operators manual."

Manufacturer narrative:
The user facility did not provide any pt or device codes on their user facility report, codes were derived based on the info provided by the user facility medwatch report received from the FDA on 01/03/2013. Carefusion determined that the root cause of the reported event was electromagnetic interference (emi) from cell phone use by the end user. Electromagnetic interference (emi) causes erroneous pressure readings that are not due to fluctuations in the actual pressure but are the effect of emi on the components of the measurement circuits. As the reported event was caused by the 3100a being exposed to higher than normal electromagnetic interference, an investigation is not required. (B)(4).